Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries were not lasting and the insulin pump alarmed replace battery now twice without a low battery alert. Blood glucose value was unknown. Troubleshooting was performed. It was stated that the device was not dropped and no damage was noticed. The customer stated the battery was not used. It was advised the insulin pump would be replaced and to revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and no prime/seating anomaly noted during testing. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error 25 alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on electronic board. After disconnecting and reconnecting the internal battery connector on the electronic board of the insulin pump was monitored and functioned properly. Unit received with scratched case and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.